Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed, a supplemental report will be submitted. The device history review was completed and all inspections passed with no non-conformances.

Event description:
It was reported in the ev1000 system that when clearsight starts the system gets to a good physiocal continues for a while and then completely stops reading and begins to recalibrate. It acted as if the cuff was leaking but they switched out several cuffs and had the same occurrence. They also reported the blood pressures being very off. The inaccurate values were in comparison to a brachial cuff. The maps were off by more than 20mmhg thus making sys and dia even further apart. Clearsight was reading clinically low while the cuff was normal. There were no clinical signs for hypotension.this was during use. There is no patient injury. Patient demographics were requested but unavailable.

Manufacturer narrative:
One ev1000 device was received for product evaluation. A visual inspection did not find any visible physical damage. The panel and data box booted up and connected on both panel ethernet ports without issue. The touch screen is functional. The data box passed functional test. The system was connected to a mini-sim. Ap and cvp waveforms were able to be zeroed and were stable for half an hour as was the bt. There was no defect found in the unit.